Manufacturer narrative:
Patient codes: 2100 labeled 2550 labeled device codes: 2993 labeled na internal file number - 379681/1-1: during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and claudication are listed in the supera instructions for use as known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment with medications, additional non-surgical treatment and hospitalization were related to operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo, chronic total occlusion lesion in a mildly calcified, 100% stenosed, distal superficial femoral artery. A 5x120mm supera self-expanding stent system was implanted on (B)(6) 2019. On (B)(6) 2019, the patient reported leg pain (claudication) and thrombosis was noted and verified through angiography and intravascular ultrasound. Thrombolytic therapy, balloon dilation, and a non-abbott drug coated balloon were used as treatment. The patient has recovered. There was no clinically significant delay in the procedure. No additional information was provided.